Event description:
It was reported that patients system was explanted on an unknown date for an unknown reason. During the explant procedure a portion of the patients lead broke off an remains implanted. As a result, surgical intervention may be undertaken to remove remaining portion of lead. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), batch: ab2164. Common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), batch: ab2255.

Manufacturer narrative:
Correction- first notification date- should be 21jul2025 rather than 22jul2025. Correction- b3 - date of event- should be 21jul2025 rather than 22jul2025. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.